Event description:
It was reported that the handpiece began leaking a black substance while the equipment was being tested prior to the start of a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device leaking during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.